Event description:
It was reported that air was detected, device leak observed. During the pulse field ablation procedure, a farawave catheter had been placed for ablation via a faradrive sheath. During an attempt to flush the sheath, a fluid leak occurred, and air was detected. Farawave catheter was replaced with a new farawave catheter to continue the procedure without further issue.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone number: (B)(6).